Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample has been returned for evaluation. The investigation is in progress. Once completed, a follow-up report will be provided.

Event description:
Physician placed filter and noticed that 2 legs were crossed, retrieved and placed another.